Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 24 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient reports that his balloon in his tube is "all blown up" and that he can't connect his cassette. Patient reports that he thinks that his peg-j tube is misaligned and that the "j" portion of the tube is in his stomach and not in his intestine. Patient reports that at night he can only flush one port of his tube with 10ml of water because it will start to back-up into the other tube. Patient reports that he had his peg-j tube replaced at the end of (B)(6) 2024. Patient reports that he has to take baclofen in the morning before hooking up his pump because he doesn't have enough strength and dystonia. He also gets botox injections due to his neck stiffness. Patient reports acting out his dream and pulling on his tubing so he has a "wrap" that goes around his body to prevent pulling on the tube. Patient is also having hallucinations.¿